Event description:
It was reported that the device was fractured. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10 complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the pictures provided shows the device has fractured into two pieces. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.